Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had physical damaged. It was reported that the tube became soft excessively after 24 hours of having placed in the patient. The patient began to desaturate because the tube collapsed and the tube light was closed. The physician decided to cut the tube at the section that was collapsed but then the tube collapsed again in the new section. The physician decided to re-intubate the patient. It was indicated that the tube became soft because of the heat in the incubator but claimed that the package of the tube did not indicate the maximum temperature in which the tube can be exposed.